Event description:
It was reported that during surgery the instrument was broken. No delay was reported and no backup device was available. Procedure finished free hands.

Manufacturer narrative:
The associated complaint device was not returned. A visual evaluation of the provided pictures confirmed the stated failure mode. The device was disassembled. The device was not returned for evaluation so a probable cause for the disassembly could not be determined. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.